Manufacturer narrative:
This event occurred in (B) (6). Sorin group (B) (4) manufactures the d905 oxygenator. This medwatch report is filed on behalf of sorin group (B) (4). The perfusionist reported that during the procedure, the flow appeared to be blocked between the cardiotomy and venous reservoir. The device was changed out and the procedure continued without incident. There was no report of pt injury. The device has been returned to sorin group (B) (4). A follow-up report will be filed when the evaluation is complete.

Event description:
The perfusionist reported that during the procedure, the flow appeared to be blocked between the cardiotomy and venous reservoir. The device was changed out and the procedure continued without incident. There was no report of pt injury.